Event description:
Event description guidant received information that, 6 months post-implant, the battery status for this cardiac resynchronization therapy defibrillator (crt-d) was at bol (beginning of life). It was reported that at a device follow-up approximately 12 months post-implant, this device's battery status was noted to be at mol2 (middle of life 2) with a monitoring voltage of 2.60 volts and a charge time of 7.4 seconds. It was noted that this patient's physician is perplexed about the progression of the battery status and has requested analysis of save-to-disk/memory dump from this device.